Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was subjected to a series of automated diagnostic tests that verified the performance of the defibrillation and pacing functions of the device. The pin gage test failed, preventing insertion of a 0.065 pin gage. This finding was likely unrelated to the rising rv thresholds observation. Boston scientific has implemented a new header design to mitigate behaviors observed with this pattern. No further testing was performed.

Event description:
Boston scientific received information that right ventricular (rv) threshold measurements had increased. An invasive revision procedure was performed and the rv lead was extracted and replaced. When attempting to place the new rv lead in the device header, a blockage in the port did not permit insertion. The port was attempted to be flushed, but the blockage could not be removed. This device was explanted and replaced. No further complications were observed.